Event description:
On october 23, 2008 received a letter from patient's daughter indicating her father's lead had been explanted. On october 24, 2008, investigational letter sent to explanting physicians. Returned explant form did not indicate lead condition prior to or post explant. On november 10, 2008, a second investigational letter sent to explanting physician in order to clarify explant and complications details. Initial information indicates reason for explant was erosion and pocket infection. An updated MDR will be submitted when investigation ia complete.